Manufacturer narrative:
The reported event of high impedance and loss of therapy was confirmed. Microscopic inspection of the returned lead revealed a kink on the lead body where all internal wires were broken. Broken wires will cause high impedance and loss of therapy.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.